Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, d9, g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that the device lot had no anomaly in inspection. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the probe is broken off at the proximal end site. The broken piece of the probe tip was not returned. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The teflon pad in the grasping section was worn. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe and several error messages possibly occurred due to scenarios outlined below. The wearing of the teflon pad could have happened because seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. This caused the non-insulated part of the grasping section to touch the probe. Seal and cut output was activated under this situation; the scratches indicating that the probe and grasping section were in contact with each other were made. When the seal output activation was activated in the situation, the seal short circuit error occurred. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch, and the probe damage error and ultrasonic level error occurred. Additionally, the probe damage error (u601) occurred during the probe check. The probe broke when some load was added. The instructions for use includes the following statements: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, at the beginning of the therapeutic hysterectomy with endometriosis procedure, one of the jaws of the device broke and fell in the patient as the doctor was performing seal and cut. The broken piece was recovered. There was no harm or adverse impact to the patient. The procedure was completed with another similar device with five minutes delay. Prior to the breakage, though there was no contact with metal, several error messages (u504, u509, u511, u601) were received. The intelligent tissue monitoring (itm) setting was on, as usual. The user understands the functionality of itm, which is that itm is a support function, and it is possible that itm does not detect already cut tissue.